Event description:
Three patients experienced superficial burns and edema. A fourth patient had a blister which, as of late november, had left a divet (possible depressed scar) on the right cheek. The doctor prescribed oral antibiotic, a topical, and an otc scar cream for this patient.

Manufacturer narrative:
Per the ce, the energy output on the sr590 treatment head was 12% high. The elevated energy output appears to be the root cause of the incident. The treatment head had approximately 8000 shots at the time of the incident. Lumenis warrants these treatment heads to 10,000 shots. Lumenis recommended replacement of the treatment head. The ce installed and calibrated the customer's new sr590 treatment head. Device passes operational and safety checks. The customer confirmed that since they replaced the sr590 head, they have not had any further problems.